Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Premature loosening of hip prosthesis. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Event description:
Premature loosening of hip prosthesis. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4). Concomitant medical product: cocr hd xl nk 32 +8mm 12/14, part# p0206e32 and lot# 00j3235769; arcom 28mm rngloc lnr hwall 23 with part# 11-105903 and lot# 3220734; taperloc bmpc 12.5x145mm 12/14 with part# 650-0555bm and lot# 3249776. Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00626, 3002806535-2019- 00627, 3006946279-2019-00335. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.